Event description:
The pt's mother stated, that in 2007, the pt's blood glucose elevated to over 500 mg/dl. The mother administered a 2 unit injection of insulin via syringe. An hour later, at 1am, the next day, the mother changed the pt's infusion site and programmed a 120% temporary basal rate increase for 2 hrs. At 3:30 am, the pt's blood glucose was within her normal range (120 mg/dl). At 9:19 pm, the pt's blood glucose was elevated to 318 mg/dl and the mother noticed blood in the infusion tubing. The mother programmed a bolus and it appeared that more blood entered the infusion tubing. The mother changed the infusion site and administered a .5 unit injection of insulin via syringe. At 9:39 pm, the pt's blood glucose measured 340 mg/dl, 447 mg/dl at 10:31, and 366 mg/dl at 10:34. The mother then administered another .5 unit injection of insulin via syringe. Troubleshooting did not reveal any issues. The mother was advised to check the infusion tubing for blood often and to change the site if blood does appear in the tubing. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.